Event description:
The device was used during a lavh procedure. Reportedly, the instrument did not cut. The hospital has reported no patient injury occurred.

Manufacturer narrative:
1/23/1998-supplemental report #1 sent to FDA. Device not available for eval.